Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number reported by the customer is not a valid lot number. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The complaint is reported as: the patient was on a high flow nasal cannula. The respiratory therapist found that the concha column was full of water and was bubbling/overflowing into the high flow nasal cannula circuit. The concha column was immediately removed and replaced with another column. No further issue were encountered. No patient injury or harm reported.